Event description:
It was reported that a patient presented with high pacing impedance and oversensing noise on the right ventricular (rv) lead. The physician suspects clavicular crush of the rv lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Event description:
Additional information received notes that there was also change in capture threshold noticed on the right ventricular (rv) lead.

Event description:
Additional information received notes that there was also loss of capture on the right ventricular (rv) lead.

Manufacturer narrative:
The reported events of high pacing lead impedance, oversensing noise and suspected clavicular crush damage were not confirmed. As received, a complete lead was returned in three pieces. Electrical testing and x-ray examination did not find any indication of conductor fractures. The test for hi-pot failed between the inner coil and right ventricle cables due to explant procedure damage at the suture sleeve tie impression location. Visual examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.